Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x16mm synergy¿ stent, it was noted that the stent strut was lifted. The device was replaced and the procedure was completed with another 3.00x16mm synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. The mid-section and distal portion of the stent were damaged and stretched distally with struts extending over the distal tip of the device. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed no issues. The tip was visually examined and damage was noted. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x16mm synergy stent, it was noted that the stent strut was lifted. The device was replaced and the procedure was completed with another 3.00x16mm synergy stent. No patient complications were reported and the patient's status was good.